Event description:
The pt had the line inserted in 2008, and went back for review at about twelve days later, as per local protocols. The dialysis nurse flushed the catheter. At this time, a pin hole was noted, approx 3cm from the exit site. The catheter was cut below the hole, and a patch repair was attempted.

Manufacturer narrative:
Unfortunately, no product was returned to assist in our investigation. Therefore, at this time, we are unable to determine the root cause for the reported difficulty. We can advise that our quality control personnel inspects these devices 100%, prior to further processing. The appropriate personnel have been notified and we will continue to monitor this device.